Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they have a very little bit of leakage after a bowel movement and it creates infections every once in a while, which they do not like. The patient had recently tried to connect the programmer to the implant but was not able to. Patient was able to connect normally however therapy was off. Patient did not know why therapy was off or when it was turned off. They turned therapy back on again and could feel slight stimulation sensation which was comfortable. Patient will monitor symptoms now that therapy is back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.